Manufacturer narrative:
Evaluation summary: upon review of returned product, there is no clear root cause for the fracture. Evaluation: as returned, the threads on extractor are damaged and will not mate with thread gage. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the tab at the distal end of extractor has fractured off.